Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for corporate lot number and for this failure mode. Visual inspection: a denali femoral filter delivery device was returned for evaluation. The pusher catheter is kinked approximately 29.4cm from the proximal end of the handle. The touhy-borst was loose. The filter was shifted distally inside the storage tube. Skiving was identified inside the storage tube. The skiving was most likely caused by the filter feet as the user attempted to advance the filter from the storage tube. Functional/performance evaluation: the filter was deployed from the storage tube with resistance. The filter contained all 6 arms and legs. No additional anomalies were identified. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the device was returned and confirmed for filter failing to advance from the storage tube into the introducer sheath. Additionally, spiral skiving was found inside the storage tube. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during a vena cava filter deployment procedure, the filter could not be advanced through the storage tube. The filter system was exchanged for a new filter system that was deployed successfully. There is no reported patient injury.